Event description:
Received information regarding a cartridge alarm 5 during the load process. The contact stated that the cartridge did not seem to align properly on the pump. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.